Manufacturer narrative:
(B)(4);upon receipt at our post market quality assurance laboratory, analysis indicated that there were several cuts in the insulation area of this endocardial lead. The helix was retracted and there were also dried blood and body fluids in the helix housing and past the window area. This endocardial lead failed the helix mechanism tests that is most likely due to body fluid infiltration into the helix mechanism. Analysis confirmed that this lead had been cut in several places and that the suture sleeve was missing.

Event description:
Boston scientific received information that during an implant procedure, this right ventricular (rv) lead was repositioned numerous times. It was then observed that the suture sleeve had came off. The physician removed the lead but was not able to get the suture sleeve out. Fluoroscopy on the chest and left shoulder was done but was unable to find the suture sleeve. This lead was never in service. No additional adverse patient effects were reported.